Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. An attempt was made to remove the device by releasing the locking mechanism on the thumb advancer via the access ports, as indicated in the instructions for use; however, the thumb advancer did not retract. The device was removed using counter-tension and an assertive pull. Hemostasis was achieved using a femostop. There were no reported adverse pt effects. No additional info was available.